Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17oct2018. The customer returned the ventilator to the rental company. Philips was not authorized to evaluate the device at this time. No part was returned for evaluation. Therefore, the root cause cannot be verified.

Event description:
The customer reported that the after using a metaneb treatment, the ventilator parameters would not display. The tidal volume and peak inspiratory pressure (pip) would not pick up. It was reported that the ventilator was in use on a patient at the time of the event occurred. The patient was transferred to an alternate ventilator with no harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 14jan2019, date rec¿d by MFR : 11jan2019. Multiple attempts have been made to try to obtain the parts, however, no response was received from the customer. Should new information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.